Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4: batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an unk procedure, a patient was admitted to the or (operating room) for a planned surgery on his right carotid and subclavian arteries. During the patient's surgery a vascular surgery stapler misfired and caused tissue damage to the patient's subclavian artery leading to a hemorrhage. The patient rapidly lost 3-4 liters of blood and experienced a cardiac arrest. The team-initiated CPR (cardiopulmonary resuscitation) and a massive transfusion protocol and were able to resuscitate the patient. The surgeon was able to control the patient's arterial bleeding. The patient was extubated in the or and transferred to the ICU (intensive care unit) for additional support. The patient is neurologically intact.